Manufacturer narrative:
Evaluation results: visual findings observed scratches, indentations, and site stickers on the exterior housing. Both dust covers underneath the battery slots and one of the mounting slots have been damaged. The warning label is torn off halfway. Three of the enclosure screws were undone causing a gap in between enclosures. Evaluation found the unit had power but did not have sound when in use with a sensor pad and magnet due to a faulty speaker. If the device should power on but have no tone, the device may not alert the caregiver of a patient exit and could contribute to a patient incident. Being that the device had been in service more than five years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4).

Event description:
Customer reported the alarm has power but does not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.